Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was doing well, but went abroad for 6 days and their symptoms regressed. The patient was experiencing more leakage. The patient touched their implant site and described it as no longer being flat. The patient increased their stimulation as they were experiencing discomfort on their previous level. The patient had increasing leaking with their device on, so they turned it off until their surgery. A lead revision occurred. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator was doing well, but went abroad for 6 days and their symptoms regressed. The patient was experiencing more leakage. The patient touched their implant site and described it as no longer being flat. The patient increased their stimulation as they were experiencing discomfort on their previous level. The patient had increasing leaking with their device on, so they turned it off until their surgery. A lead revision occurred. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and incontinence were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.